Manufacturer narrative:
The initial MDR 2432235-2016-00688 was filed on november 14, 2016. Additional information (08/18/2017): customer notifications imc17-22.a.us and imc17-22.a.ous were sent out in august 2017 to all us and ous customers who received the affected in-date lots of immultie intact pth control module lots 059 and 060/060l and are users of the immulite turbo intact pth assay, to notify them of a possible failure to meet the published ranges in the IFU. The customers were informed that the kit can be used if quality control is within published ranges. If quality control is outside of published range the customer may ask for replacement control module kits. Ultimately, based on the investigation results, this issue was determined to be a negligible health risk. Corrected information (08/18/2017): updated with the correct product information.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their level 2 quality control was out of range. The customer prepared fresh material and ran quality controls, which were acceptable. The cause of level 2 quality control being out of range is unknown. Siemens is investigating the issue.

Event description:
The customer obtained quality control level 2 out of range when running turbo intact parathyroid hormone (turbo ipth) assay on an immulite 1000 instrument. The customer was testing an intraoperative patient sample for turbo ipth method. As the quality control level 2 was out of range, the customer tested the samples on an alternate platform. The customer reported the results obtained from the alternate platform. There was delay in reporting of patient results which caused the patient to have an additional 30 minutes of anesthesia. There are no known reports of adverse health consequences. The customer repeated the samples on immulite 1000 instrument and the results were similar to that obtained on the alternate instrument.